Manufacturer narrative:
All buttons on the insulin pump functioned properly; however, moisture damage was found on the keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. The following cosmetic damage was also noted: minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, and a broken belt clip slot. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. The patient's blood glucose at the time of incident was 120 mg/dl. The customer stated that while programming a bolus the numbers scrolled uncontrollably and the keys became unresponsive. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.